Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was taken out and was re-implanted to different location. Additional information received indicated that the patient had pain in the pocket area. Moreover, the patient had a pocket revision and this device was repositioned sub muscular. No additional adverse patient effects were reported.